Event description:
On (B)(6) 2012, the patient reported having a high blood glucose (bg) excursion during the month of (B)(6) 2012. The patient stated he had been in bed for a number of days with a broken knee and his bg rose to ''high.'' The patient claimed he continually attempted to correct for the high bg via the pump on (B)(6) 2012, but bg was not responding. The patient denied developing symptoms of nausea, vomiting, shortness of breath, chest pain or abdominal pain; however, claimed he ''did not feel good.'' The patient also mentioned he ''was not thinking clearly.'' The patient reported that ems was contacted and he was taken to the ER (date not provided). Upon arrival to the hospital his bg was below 500 mg/dl (exact result not known) and tested positive for ketones. The patient claimed he was placed on IV insulin drip and fluids for 24 hours and then progressed to injections. At the time he was taken to the hospital, the patient confirmed he did not have the pump on. The patient was not sure if he or the ems personnel disconnected the pump. The patient stated he found the pump in a pair of his pants approximately 1 month after the incident occurred. The patient reported he has not resumed insulin pump therapy since the high bg excursion. At the time of troubleshooting, animas customer support noted that the subject pump had been shut down since (B)(6) 2012. Review of pump history indicated that the time and date on the pump were correct and the patient confirmed all advanced settings were also programmed correctly. There were no associated alarms in pump history. It was also noted that all boluses and basals were delivered as programmed and added up to total daily delivery (tdd) for dated os (B)(6) 2012. The patient stated that the cartridge and infusion set that were in use back in (B)(6) 2012 had been discarded, but the patient claimed that he assessed the cannula upon removal and stated it was not bent nor was any blood present. Review of prime history revealed that the patient was changing the site every 6 days. The patient was advised that he had to change the site more frequently. Animas customer support informed the patient that there was nothing to indicate that the subject pump malfunctioned. This complaint is being reported because the patient developed signs/symptoms suggestive of hyperglycemia while on insulin pump therapy.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.